Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that she had been experiencing a shocking sensation in the abdomen since it was implanted. The impedance had remained around 500. They talked about getting an x-ray and turned the device back on after turning it off for 30 days. They did put her back to nominal settings to see if that might help. She was previously on 5 volts and 1 on and 4 off. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if any were planned. The patient's relevant medical history includes gastric stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the health care provider (hcp) via a manufacturer representative reported that the hcp planned on turning the patient's device off and doing a pyloroplasty. No date was set.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the hcp did a pyloroplasty on the patient about 10 days prior to (B)(6) 2016.